Event description:
The customer reported that the device was getting hot and emitting a burning smell. No fire or injury was reported.

Manufacturer narrative:
On 27-sep-2021, abaxis received a call from a customer lab reporting an issue with the piccolo xpress analyzer s/n: (B)(4). The customer stated that over the weekend, the analyzer was getting very hot and was emitting a burning smell. No fire or injury was reported. The customer was instructed by an abaxis technical support representative to power off and unplug the device. The customer returned the device to abaxis service for evaluation. Upon evaluation of the device, the customer's reported problem of burning smell was confirmed to be coming from the chamber. The reported problem of overheating could not be reproduced. Rotor 1 was cycled multiple times with no errors. Visual inspection confirmed that the ball lock pin bearings were clean and operating correctly. The analyzer passed three consecutive motor tests and no damage was found on any of the electrical boards or cables. The device was cleaned, passed all functionality tests, and returned to the customer site where it remains. No further actions were required.